Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached from connector on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025. The infusion had been used for twenty-four to forty-eight hours. Moreover, the issues occurred with three similar types of infusion sets. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2413789, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6014678 was manufactured according to the work instruction (wi) version 125 in the line 04, on 27/jul/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5g02657 was manufactured according to the form version 10 and manufactured in the machine itl01, on 25-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.